Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.device remains implanted/ repositioned.

Event description:
It was reported that one year post implant of an adjustable gastric band, the band slipped. The surgeon used two plication sutures in his wrap during the procedure. The band was resecured with sutures. Methylene blue was used for checking leaks, none were present. There was no adverse consequence to the patient.